Manufacturer narrative:
The t:slim x2 pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a previously used cartridge onto the pump. Reportedly, the cartridge was filled with 300 units of insulin, and after delivering approximately 60 units of insulin, the insulin gauge displayed 150 units. There was no impact to the customer's blood glucose level. The customer declined to reload the existing cartridge and confirmed insulin gauge would continue to be monitored and declined further assistance from tandem technical support.